Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge via and with residue on the lens. Visual inspection found no visible damage to the lens and debris throughout the lens and residue on the haptic. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: dimensional analysis found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/+2.0/179 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting with rotation. On (B)(6) 2023 the lens was exchanged with a same length lens but implanted horizontally, as opposed as the initial vertical implant, lri performed for astigmatism. This resolved the problem.